Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer wanted to replace the sensor. Customer's blood glucose value was 401 mg/dl at the time of the call. Customer reported that they did not got an alarm. Customer declined to troubleshoot for high readings. Auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.